Event description:
It was reported through remote transmission that the patient received inappropriate atp therapy due to intermittent noise. Intermittent capture was noted in real-time in the hospital. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. The patient was doing fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.